Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was returned not deployed. The data indicates the device completed the second prime. During the second prime, timeouts occurred on the even pulses and the corresponding odd pulses had the lowest pulse widths in the device run. Rotational sensor errors were not observed in the data in order to indicate a drive stall occurred. No issues were observed with the drive mechanism. The device was reset, connected to a pdm and delivered a 5-unit bolus. The timeouts recreated during the re-run. The device deployed during the re-run. A second reset was performed, and the re-run was clean. No contact was observed between the tube nut and reservoir cap. No housing or environmental seal damage was observed. The needle mechanism was reset and redeployed with no issue. The exact cause of the reported event could not be determined.